Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and verified a loose connection on the fiber optic connector and a broken plastic tab. To address the issue the stm replaced the fiber optic sensor extension. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by the customer, intermittent fiber optic readings occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during routine check performed by the customer intermittent fiber optic readings occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, d5, e1 (event site email), e2, e3, g4, g7, h2, h10.